Event description:
The reporter indicated that annotations ap vp were observed, but when the programming wand is removed, inhibition occurs. The reporter stated that it is not a connector problem. They tugged on the lead and it appeared to be snug. The pocket was not closed. Another device was implanted.